Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump was returned with a blank display screen. There was a no cartridge detected warning observed in the pump's black box on (B)(6) 2015. Due to the blank display screen, the pump could not be fully investigated. The pump was opened and moisture was found on the force sensor plate in addition to other internal components. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.